Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device unknown and surgery in (B)(6) 2012.

Event description:
Livanova received report fallnummer 22690/21 from bfarm stating that a patient underwent an implantation of a vascular prosthesis on (B)(6) 2012 with an aortic aneurysm. On (B)(6) 2014, a re-operation with a replacement of the prosthesis took place due to a prosthesis infection. A heater-cooler 3t was used in both surgeries. Reportedly, it can no longer be reconstructed which device serial number was used in the operations. On (B)(6) 2021 there was another re-operation with a replacement of the prosthesis due to an anastomotic aneurysms and suspected prosthesis infection. In the microbiological diagnosis of the explants and resected specimens, mycobacterium chimaera were detected on (B)(6) 2021 using molecular biological methods. The patient is currently being treated at the customer site.

Event description:
Livanova received report fallnummer 22690/21 from bfarm stating that a patient underwent an implantation of a vascular prosthesis on (B)(6) 2012 with an aortic aneurysm. On (B)(6) 2014, a re-operation with a replacement of the prosthesis took place due to a prosthesis infection. A heater-cooler 3t was used in both surgeries. Reportedly, it can no longer be reconstructed which device serial number was used in the operations. On (B)(6) 2021 there was another re-operation with a replacement of the prosthesis due to an anastomotic aneurysms and suspected prosthesis infection. In the microbiological diagnosis of the explants and resected specimens, mycobacterium chimaera were detected on (B)(6) 2021 using molecular biological methods. The patient is currently being treated at the customer site.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in bad nauheim, (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device unknown and surgery in (B)(6) 2012.

Event description:
See initial report.

Manufacturer narrative:
H.10: the serial number of the heater-cooler 3t system used during surgery is unknown, therefore no DHR and shr could be performed. No heater cooler device was upgraded with the vacuum and sealing at the time of surgery. No further information is available on this specific case and the root cause could not be determined. The relationship between the reported event and the heater-cooler device could not be established. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.